Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 70's. Device is a combination product. (B)(4).

Event description:
It was further reported that the patient expired post procedure.

Event description:
It was reported that deployment and removal issues occurred. The patient presented with myocardial infarction and underwent emergency percutaneous coronary intervention (pci) with insertion of percutaneous cardiopulmonary support (pcps). The left main trunk (lmt) was noted to be 100% stenosed. A 90% stenosed lesion was in the moderately calcified and mildly tortuous mid left anterior descending (lad) artery and proximal left circumflex (lcx) artery. The diameter of the lcx was noted to be >4.0 mm. The physician advanced a non bsc guidewire through the left circumflex (lcx) and performed dilatation using a 3.0x15mm non-bsc balloon catheter. Blood flow was restored to the vessel and treatment to the lcx was completed. Direct stenting of the lmt to the lad was performed using a 3.5x24.0mm non bsc drug eluting stent. Following this, the physician decided the distal portion needed treatment as well. The lesion was dilated using the same 3.0x15mm balloon catheter used in the treatment of the lcx. The ¿indentation¿ was not resolved due to the calcification of the lesion. A 3.00x32mm promus element plus was advanced; however, the device became unable to advance when it reached the proximal side of the lesion. An 8f guide catheter was advanced for support and the stent delivery system (sds) was able to cross. During dilatation, angiography showed that the distal end of the stent delivery balloon was not filled with contrast media. The physician attempted to deflate the delivery balloon and noted that the deflation was "very slow." Watermelon seeding occurred and the stent was noted to be malapposed. After a minute, contrast media remained in the proximal and distal portion of the sds. The physician attempted to remove the sds from the implanted stent, but the sds became stuck. The physician believed the stent delivery balloon was not fully deflated. The physician exchanged the non-bsc inflation device but he issue was not resolved. The hub of the delivery system was cut and a non-bsc guide catheter was advanced. The sds was unable to be retracted through the guide catheter. The physician then inflated the sds to 30 atms to rupture the stent delivery balloon, but the sds remained unable to be removed. Thirty (30) minutes later, the physician was able to pull the sds and remove the device intact. No further patient complications were reported and the patient's status is fine.

Event description:
It was further reported that during the procedure, the balloon was not able to be deflated for 55 minutes. The physician thought that the failure of the balloon to deflate caused the ischemia which lead to patient's death. The cause of death is acute myocardial infarction. Autopsy was not performed.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The stent had detached from the balloon and was not returned for analysis. Blood was visible inside the inflation lumen and balloon indicating a leak was present during the procedure. A partial fracture was noted at the bicomponent bond, approximately 1mm distal to where the proximal and tri-layered distal inner join up. The fracture visually appeared to be a break of the outer layer(s) only with the inner layer(s) remaining mainly intact. The hub was detached from the catheter just distal to the strain relief, and the hypotube appeared to have been cut, consistent with the event description. The port weld was torn over a length of 6mm, and the extrusion in this area was stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).